Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.